Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/08/2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was reported that the readings between the cgm and bg meter 30 point off .the sensor was inserted on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/08/2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (stt-or-001/804wnl) was returned. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and it passed. Data was provided for evaluation, no errors were observed. The receiver (stk-or-001/(B)(4)) was also returned. A visual inspection was performed and no defect was found. The receiver was able to be charged and rebooted. The receiver log was reviewed, no errors were observed. Functional testing was performed and it passed. A pairing test was performed and it passed. Confirmation of the reported event of inaccuracies was undetermined. The root cause could not be determined.